Manufacturer narrative:
On (B)(6) 2011, the product was received for evaluation. Our evaluation confirmed a small section of the radiopaque band located near the balloon at the distal end was missing from the device. Based on this information, the missing section of the band meets reporting criteria. The initial reporter indicated a section of the device did not remain inside the patient's body. The location of the missing section of the band is unknown. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Evaluation: our evaluation of the returned extraction balloon confirmed the report of a balloon leak. The deflated balloon was submerged in water and an air-filled syringe and stopcock were attached to the balloon inflation lumen. The balloon was inflated. Air bubbles were observed exiting the balloon material near the distal end of the balloon. The air exited the balloon due to a pinhole in the balloon material. The area of the pinhole does not exhibit any evidence of adhesive from the manufacturing process. The band located under the balloon material is intact but exhibits a bend. This damage is located at the area of the pinhole. This suggests the damage sustained potentially contributed to the balloon material damage (i.e. Pinhole). The catheter of the extraction balloon device also exhibits two scraped areas near the band that is located on the catheter proximal to the balloon component. A close visual examination of the band in this area confirmed a small section of the band is missing from the device. The missing section of the band is approximately 1mm in length and 0.5mm in width. The initial reporter indicated a section of the device did not detach during use and due to the size of the missing section, the location is unknown. The damage to the extraction balloon device (i.e. Scraped areas in catheter, damaged bands, balloon pinhole) suggests the device received added pressure during use and/or general handling. Due to the nature of the damage (i.e. Scrapes and bends), it is possible the endoscope used with this device contributed to the damage observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other occurrences of band breakage and detachment. Therefore, this report represents an isolated occurrence. The likelihood of this type of report is rare. Conclusion: a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. The information provided indicated the balloon inflated properly prior to use. Therefore, the balloon was intact and functioning prior to advancement through the endoscope. A pinhole in the balloon can occur if the balloon material has come into contact with a sharp object, such as a sharp stone or possibly a sharp edge in the endoscope channel. Damage to the catheter and bands can occur if the extraction balloon receives excessive pressure during product handling or advancement through the endoscope. The instructions for use direct the user to advance the deflated balloon in short increments through the accessory channel until it is visualized exiting the endoscope. This activity will aid in device preservation. Prior to distribution, all fusion quattro extraction balloons are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: the appropriate personnel have been informed of this occurrence in an effort to heighten awareness. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
On (B)(6) 2011, the following information was provided: during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion quattro extraction balloon. The balloon was advanced through the endoscope and over the wire guide. The balloon was advanced into position in the bile duct to remove stones. The balloon was inflated but began deflating. The proximal fittings were checked and the balloon was inflated again. The balloon soon began deflating. The user noted on x-ray that the balloon was getting smaller, and a small leak in the balloon was suspected. A section of the device did not remain inside the patient's body. At this time, the information received did not suggest a reportable event had occurred.